Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified through quality testing. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 65.7c and 42.8 c under load testing with coolant spray on. Maximum temperature for the attachment bead exceeded requirements for maximum allowable temperature standards during free run testing. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed moderate gear wear on the head-tail and head assemblies. Microscopic evaluation also revealed wear marks on the inside the cap button. Debris was noted inside the head and cap cavities and inner components. All components appeared to be dry and corroded. The lack of lubrication and debris build up may have caused instability of the set assembly and most likely created friction within the head which resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.